Manufacturer narrative:
(B)(4). The customer returned one, opened arterial catheterization set for analysis. Signs-of-use in the form of biological material was observed on the guide wire. Visual analysis revealed that the needle cannula had separated from the needle hub. Despite this, the cannula was still stuck over the guide wire. Upon dislodging the guide wire from the cannula, dried biological material was observed, which likely caused the guide wire to become stuck. Microscopic examination revealed that there was no adhesive residue in the hub nor on the proximal end of the cannula. It was also observed that the guide wire was slightly kinked; however, this kink was located directly adjacent the proximal end of the cannula when the guide wire was stuck. Therefore, it can be assumed that the kinking is a result of the cannula/hub separation. The needle cannula total length (according to measurement e in the cannula graphic) measured 2.765", which is within the specification limits of 2.7595"-2.7745". The cannula inner diameter at the proximal and distal ends measured .023", which is within the specification limits of .0226"-.024" per the cannula graphic. The cannula outer diameter measured .0325" , which is within the specification limits of .0320"-.0325" per the cannula graphic. The guide wire was able to pass completely through the needle cannula with little to no resistance. The needle cannula was able to be easily removed and advanced within the hub. A device history record review was performed, and no relevant findings were identified. The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. The needle cannula had separated from the needle hub. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the needle separated from the hub during puncture. The tip of the needle was removed with an applier but there were only 5 millimeters appearing to remove it. So there was a risk for the patient." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as, "the needle separated from the hub during puncture. The tip of the needle was removed with an applier, but there were only 5 millimeters appearing to remove it, so there was a risk for the patient." The patient's condition is reported as fine.